Event description:
The customer reported that prior to use on a pt, the unit failed the safety disk leak test. The pump was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep confirmed the reported event of safety disk leak test failure. The company rep isolated the failure to purge valve assembly (part number 0104-00-0026) and replaced it. The leak was corrected. The company rep performed full functional and safety test. The unit functions met factory specs and was returned to the customer. (B)(4).